Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: promus select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted and pulled proximally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device tracked without issues on a test guidewire. Device inflated to 18 atm and deflated within 11 seconds. Encore inflation device verified prior and post inflation using the druck gauge. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-mar-2021. A 32 x 2.75 promus premier select drug-eluting stent was received with no issues reported. However, returned device analysis revealed stent damage.